Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head cable unit was damaged. The issue occurred during inspection for use. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable unit is twisted, has cuts and internal metal is exposed; image is flickering while manoeuvring the cable unit; multiple white dot pixels on image displayed, coupler unit is corroded, leakage was detected at cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cable unit is twisted, has cuts and internal metal is exposed. The most probable cause of the complaint is cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
No additional information received from the customer.